Manufacturer narrative:
Batch review performed on 10 july 2018: lot 081586: (B)(4) items manufactured and released on 28 february 2008. Expiration date: 30.06.2013 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 28 june 2018 stem revision occurred 6 years after primary cementless total hip arthroplasty in a young man ((B)(6) at time of primary surgery). In the radiographic image provided, signs of stress shielding are visible and the stem looks slightly undersized. The reason of this choice may be due to particular patient anatomy or bone morphology but this cannot be assessed on the basis of the single postoperative anteroposterior radiographic projection received. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery 6 years after primary due to stem loosened over time: the size 1 lat quadra-h was revised with a size 3 quadra-h lat. This revision was not due to any issues with the implant itself. The outcome of the case was positive.